Manufacturer narrative:
Patient advised, they were implanted in south korea by a dr. (B)(6). And they are unsure whether, explant surgery will take place in the united states or south korea. The complaint was reported, while the patient is in the united states. A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported, right-side exchange of textured devices, due to patient's concern with product. "Pain" and "rupture". Device remains implanted.

Manufacturer narrative:
Device evaluation based on the product analysis performed, the assessments of the complaints are: ¿ rupture: observed broken assessed as fold flaw opening and missing piece of shell assessed as inconclusive. ¿ anxiety-product/procedure: unable to observe as it is not related to the device. ¿ pain: unable to observe as it is not related to the device. Additional, changed, and/or corrected data: d.9., h.3., h.6.

Event description:
Patient reported right-side exchange of textured devices due to patient's concern with product. Patient later reported "pain" and "rupture". Healthcare professional confirmed "rupture was found via ultrasound". Device was explanted.

Event description:
Patient reported right-side exchange of textured devices due to patient's concern with product, "pain", and "rupture." Healthcare professional later confirmed right side rupture. Device has been explanted and replaced with a non-allergan device.

Manufacturer narrative:
Clarification to e.1. Country and g.2. Report source: patient advised they were implanted in south korea by dr. Mooyung lee. The event was diagnosed and reported while the patient is in the united states. Patient and healthcare professional confirmed explant surgery took place in south korea and the explanting physician confirmed the diagnosis of right side rupture. Photo analysis: visual analysis of the photographs identified: ¿ anxiety-product/procedure: unable to observe since it is not related to the device. ¿ pain: unable to observe since it is not related to the device. ¿ rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. No additional observations are performed. No further actions are required as no manufacturing issues are observed.